Event description:
During an ablation procedure a pericardial effusion was caused. Dr. Believes this was a procedure related event possibly caused by perfoming ablation for too long of a period. The patient was treated and the effusion was stopped. It is not stated what medical intervention was used to treat the patient. Patient was transferred to ICU. Patient condition is okay.